Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device had been successfully implanted in the laa of the patient. After the procedure had been finished the physician noted that the patient had a pericardial effusion. The physician tapped the patient and aspirated 500cc of fluid from them. The patient recovered well and was doing fine. The patient was discharged from the hospital the next day following these events.